Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac arrest. Upon review of the transmission, it was noted that there was significant undersensing and oversensing on the right ventricular (rv) lead along with undersensing on the right atrial (ra) lead during ventricular arrhythmia episodes. The ra and rv lead remain in use. It was further reported that after the patient suffered the cardiac arrest, they were defibrillated three times for ventricular fibrillation (vf). The patient was started on amiodarone, intubated and transferred to the intensive care unit (ICU). They were made "do not resuscitate", terminally extubated and subsequently passed away. It was also noted that the patient had been hospitalized due to end stage renal failure and septic shock.